Event description:
After suction irrigator used, fluid from normal saline bag was leaking and dripping on the floor. The fluid had black specs in it. Irrigator was put into packaging and sent to risk management.